Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error and multiple pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was unable to clear the alarm. Customer was unable to complete insulin pump rewind. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was unable to resolve the off no power alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, operating currents, off no power, unexpected returned error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Motor passed motor test. No motor error alarm, no unexpected returned alarm, no unexpected returned alarm and no unexpected battery power loss alarm during test. (B)(4).